Event description:
This is a spontaneous case report received from a regulatory authority (case# mw5056635) in united states on 26-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Additional information received on 17-nov-2015 (ptc investigation result). She reported started having joint issues in 2014 and was subsequently diagnosed with lupus in 2015. She stated her left implant punctured through the fallopian tube causing an infection which took antibiotics for three weeks before finally being admitted to the hospital in for IV (intravenous) antibiotics. She went into surgery to remove the abscess during her stay, but due to the severity of the infection and the mass that was assumed to be scar tissue, the doctor was not comfortable with proceeding further. He closed the incision, kept her in the hospital for two additional days on antibiotics and sent her home with another two weeks of antibiotics to clear the infection. She had a repeat CT scan that showed a mass remaining in the area of the initial infection; it was assumed by her doctor that this was scar tissue from the original puncture caused by the essure implant. At this point, she was weighing her options with hysterectomy being a consideration to remove the implants and alleviate the heavy menstrual cycles that she also has been experiencing since the implants, she also note that she become anemic as well. The consumer mentioned as concomitant medication levothyroxine, plaquenil, vitamin d and iron. The term disability was only mentioned as event outcome and the reporter did not specify it. Ptc investigation result: the ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/ identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event (s) and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that her left implant punctured through the fallopian tube causing an infection (interpreted as pelvic infection) which resulted in hospitalization. These events are serious and listed in the reference safety information for essure. Lupus was diagnosed (serious and unlisted). She stated she was weighing her options with hysterectomy being a consideration to remove the implants. In this case, the exact date and mechanism of fallopian tube perforation were not known. Although it was not reported whether the infection occurred up to 4 weeks post insertion, since it was clearly mentioned that the perforation caused the infection, a causal relationship with suspect insert cannot be excluded. With regards to the other event, based on its nature and considering that it is unlikely that essure would cause the events due to the localized action of essure in the fallopian tubes, a causal relationship can be excluded. This case was regarded as incident due to the hospitalization required. Additionally, non-serious events were reported. Based on the available information there is no reason to suspect a causal relationship between reported medical event (s) and quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs